Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have delivered a shock for atrial fibrillation (af) with rapid ventricular response (rvr). It was reported that the intermittent undersensing was observed on the right atrial (ra) lead. The device and lead remain in use and no further patient complications have been reported as a result of this event.